Event description:
A pt underwent a series of falls, and had a sudden loss of stimulation on all 3 leads despite voltages of 10.5 volts. The device was interrogated on (B)(6) 2010. Impedance measurements mainly revealed no out of normal range results in regards to the electrodes. One day post operative, the octad lead had only provided a shocking/painful stimulation sensation. The one lead that was causing the painful stimulation had been turned off, while the other two leads remained on. The pt's pulse generator that was initially implanted at the location of the right buttock was explanted. The leads remained implanted. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.